Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA requesting the device be evaluation together with a motor. It was reported that the device was being used in surgery but without pt or user injury. It is unk if there was a delay or intervention as a result. There was no add'l info provided.